Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
Additional information was sought, however, none was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.